Manufacturer narrative:
Analysis of the ens detected no functionality failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative test stimulator failed to provide stimulation when all other parameters were correct, no response during interoperative testing. Various lead placements tried to assist in overcoming issue with no result. No factors noted to have led to the event. As a last result, the test stimulator was swapped with a different one and then the consumer finally received appropriate stimulation. It was noted that this lead to increased operative time and consumer discomfort. The issue was noted as resolved. There were no further complications reported and/or anticipated.